Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had low blood glucose 90 mg/dl and was hospitalized. The customer was treated with IV insulin drip. The blood glucose value at the time of the event was 90 mg/dl. The minimed 670g/770g/780g system with the auto mode/smartguard feature was not active at the time of the low bg event. The customer was using an insulin pump system within 48 hours of the reported high bg event. Troubleshooting was performed; however, the product will not be returned for analysis.

Event description:
Updated summary: the customer reported via phone call that they visited the emergency room on (B)(6) 2022 at 00:00 due to hypoglycemia. Blood glucose at time of event was 117 mg/dl. Symptoms that were reported with the event included shaking, weakness, swollen feet, and a swollen face. User had an electrocardiogram, blood work and urine test done. User was given medication for a urinary tract infection. Blood glucose at time of the call was 107 mg/dl which the user treated with food. When asked about any unusual events the customer stated there were some settings made on the pump, but user could not remember what it was (no issue was specified). Auto mode was not in use. The insulin pump is not expected to return.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the incorrect "event date" in section b3 and description summary in section b5 was incorrect. Corrected information was provided in section b3 and b5 with this report.

Event description:
The customer reported via phone call that they were admitted in emergency room on (B)(6) 2022. Customer was treated with insulin drip for high blood glucose. Customer was not using auto mode feature at the time of event. Customer stated symptoms related to low blood glucose that were shaking, weakness and swollen feet and face. Customer was treated with food for low blood glucose. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was not available in the initial report. The information has been provided in section b5 with this report.